Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer called in to technical support requesting help adding a time segment in their personal profile. Customer experienced low blood glucose (bg) levels reaching 60 mg/dl. Customer ate snack to stabilize bg levels. Tandem technical support guided the customer through adding another time segment into their personal profile.